Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: no indication of over delivery was observed. Conclusion: the treatment ran without any irregularities for ~8 hours, before experiencing "downstream occlusion" alarms, exceeding the device used threshold. This indicates an actual downstream occlusion.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm or medical intervention was reported. Since the likelihood to cause or contribute to death or serious injury could not be determined due to lack of information regarding the type of drug, this complaint will be reported from an abundance of caution.